Event description:
It was reported that the patient had surgery for a t2crus "old" fracture with pseudoarthrose. The surgeon reamed down without difficulties; however, on the way back it hit the edge of the fracture and the reamer head was separated from the reamer. The head of the reamer was then manually removed from the tibia.

Manufacturer narrative:
This report will be amended when our investigation is complete.